Event description:
Event verbatim [preferred term] burnt her right shoulder/ blisters on her right shoulder [burns second degree] , scar like an oval spot on the skin [scar] , . Case narrative:this is a spontaneous report from a contactable consumer. A (B)(6)-year-old female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) via an unspecified route of administration on an unspecified date for shoulder pain. Medical history included stroke from about four years before and an unspecified condition about two years before. Concomitant medications included unspecified medications and unspecified vitamins, which she was still taking. The patient previously used thermacare neck, shoulder & wrist for shoulder pain directly on her skin, while sleeping on an unspecified date in 2011 and experienced a burn, a blister and a scar like an oval spot on the skin. Her skin tone was very light and she did not have any abnormal skin condition. The patient was wearing the heat wrap for 8 hours and did not check the skin under the product while wearing the thermacare heatwrap. On an unspecified date in (B)(6) 2012, the patient reported she used thermacare neck, shoulder and wrist directly on the skin and while sleeping. Subsequently, she experienced "burnt her right shoulder," blisters on her right shoulder, which resulted in a scar like an oval spot on the skin, while wearing the thermacare heatwrap. The patient did not consult a healthcare professional regarding the above-mentioned events. The patient further reported that regarding "a shoulder wrap to burnt her shoulder" she was told to put something between the wrap and her skin and didn't want to. There was no relevant laboratory data available. Therapeutic measures taken as a result of the reported event were not provided. The action taken in response to the events for thermacare heatwrap was dose not changed. At the time of this report, the patient had recovered from the reported event burnt her right shoulder/ blisters on her right shoulder with sequelae. The outcome of other events was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2012): follow-up attempts completed. No further information expected. Follow-up ((B)(6) 2012) follow-up attempts completed. No further information expected. Follow-up ((B)(6) 2018): new information received from the same contactable consumer includes: additional event detail "she was told to put something between the wrap and her skin and didn't want to". Event "burn blister" is upgraded to serious reportable. Company clinical evaluation comment. Based on the information provided, the event of "burn blister, intentional device misuse & scar as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the event of "burn blister, intentional device misuse & scar as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] burnt her right shoulder/ blisters on her right shoulder [burns second degree] , did not check skin while wearing and while sleeping [intentional device misuse] , scar like an oval spot on the skin [scar] , . Case narrative:this is a spontaneous report from a contactable consumer. A 69-year-old female patient started to use thermacare heatwrap (thermacare neck, shoulder & wrist) (no lot number provided) on an unspecified date for shoulder pain. Medical history included stroke from about four years before and an unspecified condition about two years before. Concomitant medications included unspecified medications and unspecified vitamins, which she was still taking. The patient previously used thermacare neck, shoulder & wrist for shoulder pain directly on her skin, while sleeping on an unspecified date in 2011 and experienced a burn, a blister and a scar like an oval spot on the skin. Her skin tone was very light and she did not have any abnormal skin condition. The patient was wearing the heat wrap for 8 hours and did not check the skin under the product while wearing the thermacare heatwrap. On an unspecified date in (B)(6) 2012, the patient reported she used the neck heatwrap directly on the skin and while sleeping. Subsequently, she experienced "burnt her right shoulder," and blisters on her right shoulder which resulted in a scar like an oval spot on the skin. The patient did not consult a healthcare professional regarding the above-mentioned events. The patient further reported that regarding "a shoulder wrap burnt her shoulder" she was told to put something between the wrap and her skin and didn't want to. There was no relevant laboratory data available. Therapeutic measures taken as a result of the reported event were not provided. Action taken in response to the events for thermacare heatwrap was dose not changed. At the time of this report, the patient had recovered from the reported event burnt her right shoulder/ blisters on her right shoulder with sequelae. Clinical outcome of the other events was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (B)(6) 2012): follow-up attempts completed. No further information expected. Follow-up (B)(6) 2012) follow-up attempts completed. No further information expected. Follow-up (B)(6) 2018): new information received from the same contactable consumer includes: additional event detail "she was told to put something between the wrap and her skin and didn't want to". Event "burn blister" is upgraded to serious reportable. Follow-up (B)(6) 2018): new information received from a contactable consumer includes: the patient declined physician information, denied providing further information and requested no further follow-up paperwork. This follow-up is being submitted to notify that an investigation of the device cannot be conducted. Follow-up attempts have been completed and no further information is expected. Company clinical evaluation comment based on the information provided, the event of "burn blister, intentional device misuse & scar as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. In the case narrative, there is evidence of device misuse which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the event of "burn blister, intentional device misuse & scar as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. In the case narrative, there is evidence of device misuse which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
This investigation was conducted for an unknown lot number neck/shoulder/wrist (nsw) 8 hour product. Conclusion:the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed. The lot number is unknown. Site sample has not been received.

Event description:
Event verbatim [preferred term]. Did not check skin while wearing and while sleeping [intentional device misuse], burnt her right shoulder/ blisters on her right shoulder [burns second degree], scar like an oval spot on the skin [scar], , narrative: this is a spontaneous report from a contactable consumer. A 69-year-old female patient started to use thermacare heatwrap (thermacare neck, shoulder & wrist) (no lot number provided) on an unspecified date for shoulder pain. Medical history included stroke from 2008 (about four years before) and an unspecified condition about two years before. Concomitant medications included unspecified medications and unspecified vitamins, which she was still taking. The patient previously used thermacare neck, shoulder & wrist from unknown date for shoulder pain directly on her skin, while sleeping on an unspecified date in 2011 and experienced a burn, a blister and a scar like an oval spot on the skin. Her skin tone was very light and she did not have any abnormal skin condition. The patient was wearing the heat wrap for 8 hours and did not check the skin under the product while wearing the thermacare heatwrap. On an unspecified date in (B)(6) 2012, the patient reported she used the neck heatwrap directly on the skin and while sleeping. Subsequently, she experienced "burnt her right shoulder," and blisters on her right shoulder which resulted in a scar like an oval spot on the skin on unknown date. The patient did not consult a healthcare professional regarding the above-mentioned events. The patient further reported that regarding "a shoulder wrap burnt her shoulder" she was told to put something between the wrap and her skin and didn't want to. There was no relevant laboratory data available. Therapeutic measures taken as a result of the reported event were not provided. Action taken in response to the events for thermacare heatwrap was dose not changed. At the time of this report, the patient had recovered from the reported event burnt her right shoulder/ blisters on her right shoulder with sequelae. Clinical outcome of the other events was unknown. According to product quality group: this investigation was conducted for an unknown lot number neck/shoulder/wrist (nsw) 8 hour product. Conclusion:the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed. The lot number is unknown. Site sample has not been received. Follow-up (13sep2012): follow-up attempts completed. No further information expected. Follow-up (10oct2012) follow-up attempts completed. No further information expected. Follow-up (21may2018): new information received from the same contactable consumer includes: additional event detail "she was told to put something between the wrap and her skin and didn't want to". Event "burn blister" is upgraded to serious reportable. Follow-up (27jul2018): new information received from a contactable consumer includes: the patient declined physician information, denied providing further information and requested no further follow-up paperwork. This follow-up is being submitted to notify that an investigation of the device cannot be conducted. Follow-up attempts have been completed and no further information is expected. Follow-up (16jun2020): new information received from product quality complaint group includes investigation results. Follow-up attempts are completed. No further information is expected., comment: based on the information provided, the event of "burn blister, intentional device misuse & scar as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. In the case narrative, there is evidence of device misuse which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.